Manufacturer narrative:
(B)(4) section d4: device identification details were not received. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found dented and leaking water from the chamber base during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(4). Section d4: device identification details were requested, however, not received. Method: the subject device, photographs and additional information were requested to be provided to fisher & paykel (f&p) healthcare in new zealand for evaluation, however, the device was not available for return. Results: review of the provided photographs confirmed a dent at the chamber base. Leak could not be confirmed by reviewing the photographs provided. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to confirm or determine the cause of the reported event. Every mr290v vented autofeed humidification chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. No cracks in the chamber dome are acceptable. Any chamber that fails this inspection is rejected. The subject mr290v humidification chamber would have met the required specifications at the time of production. The user instructions that accompany the rt225 infant ventilator circuit state the following: do not use the chamber if the seals are not intact when received, or if it has been dropped. Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. Ensure there is a water supply connected to the chamber and that water is present within the chamber. Appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. Ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. Visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damage.

Event description:
A distributor reported on behalf of a healthcare facility in china that an mr290v autofeed humidification chamber, provided as a part of an rt225 infant ventilator circuit single heated with mr290 autofeed chamber, was found dented and leaking water from the chamber base during patient use. There was no patient harm reported.